Event description:
According to the reporter: occurred during a laparoscopic nissen fundoplication. The jaws of the suturing device locked on the stomach of the patient. The jaws of the device could not be opened. In order to remove the stuck device, the stomach was pierced which caused tissue damage and resulted in the stomach being sutured. Surgical time was extended by 30 minutes or more due to the product problem. To complete the procedure, the surgeon utilized manual suturing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.